Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated, it was also mentioned that the patient lost a lot of weight. The ipp was removed and replaced. There were no patient complications reported.